Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported right side discomfort. Patient later reported right side capsular contracture baker grade unknown and "can't lift arm up because of pain". Healthcare professional reported right side "very firm." Healthcare professional later reported capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Additional observations: deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side discomfort. Patient later reported right side capsular contracture baker grade unknown and "can't lift arm up because of pain". Healthcare professional reported right side "very firm." Healthcare professional later reported capsular contracture baker grade IV. Device has been explanted.